Manufacturer narrative:
(B)(6).

Event description:
It was reported that one of the three balls fell off the electrode tip during a hip arthroscopy. The metal fragment was not retrieved from the surgical site. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the bottom electrode has been detached with jagged edges where detachment occurred. The screen has also been pulled back from the detached electrode. There is a significant amount of scratch marks present on the shaft and scuff marks on the spacer. There were no manufacturing abnormalities visually observed with the returned device. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal or hard object. Due to the physical damage the device sustained, it is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge the surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.